Event description:
Revision of right hip due to pain and loose competitor stem. The stryker liner was revised. The cup remained implanted.

Manufacturer narrative:
Catalog number unknown at this time. Device description reported as unknown pca acetabular liner. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. Device not returned to manufacture.